Manufacturer narrative:
Device evaluated by MFR: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A customer reported a patient with partial flap and couldn't lift it, treatment was aborted in left eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During on site visit, fse (field service engineer) inspected ablation check and pmma depth cut. Latest preventive maintenance was performed and fse concluded system meets specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows twenty-seven successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check was performed about fourteen minutes before the start of the treatment and not immediately before the treatment. The logfiles show vacuum one time was one hour eighteen minute, the vacuum two time was forty six minutes, the docking duration was one hour seven minute and the total treatment duration was one hour eighteen minute. The treatment of the patient´s left eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. Vgb (vertical gas breakthrough) is known to appear in thin cuts more often when compared to thick flaps. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. A sterile infiltrate or a earlier keratitis (minor so even patient can´t remember) might have lead to a bowman dystrophy weakening in the bowman membrane and therefore vgb is more likely in this corneas. The manufacturer internal reference number is: (B)(4).